Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose motor support disk. The prime anomaly could not be verified due to the alarms. The insulin pump was also received with some cosmetic damage.

Event description:
Customer reported that the insulin pump was not allowing her to exit the preparing to prime loop. The insulin pump did not function properly during troubleshooting. Blood glucose level was 110 mg/dl several hours prior to the call. No further information was provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.